Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, this case reports approximately two weeks post total knee arthroplasty the patient had a washout due to infection and the legion high flex xlpe insert was replaced. Per e-mail correspondence within the attachments, further information is unknown. Therefore, there were no clinical factors identified which would have contributed to the reported infection and subsequent washout and insert replacement. Additionally, the causal relationship between the device and the reported infection cannot be confirmed. The impact to the patient beyond the infection and insert replacement cannot be definitively concluded. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Additionally, since the device batch number was not provided, a review of the sterilization records could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery was performed on (B)(6) 2023, doctor did a washout on (B)(6) 2023 due to infection, and he replaced the lgn cr high flex xlpe sz 5-6 9mm. Health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).